Event description:
It was reported that after an interventional iliac stenting procedure through a 6f procedural sheath, arteriotomy closure of a heavily calcified common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed from the body of the device, there was no suture attached to the needle. The device was removed over a guide wire and a second and third proglide device was attempted, but with the same results, a needle-to-cuff miss occurred. The device was removed and the vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Devices 1 and 3 proglides are being filed under separate manufacturer report numbers. The device was not returned for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacture of the device, and a sampling of finished devices were tested to verify the functionality of the device. A needle-to-cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during needle plunger deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event could not be verified. It should be noted that the reported use of proglide device in a calcified artery is not consistent with the instructions for use (IFU). The IFU, under special patient population indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. This may have been a contributing factor to this event, but cannot be confirmed. The lot number was not reported from the customer; therefore, the lot history record for this product was not reviewed and a query of the complaint-handling database was not performed. Based on the information available, and there does not appear to be any indications of a product quality deficiency.